Manufacturer narrative:
Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During troubleshooting, fse confirmed the issue when the barcode reader was not working. Fse replaced the barcode reader and then it was responding to the barcodes. Fse performed alignment and tested a rack of patient barcodes without any errors. Fse ran quality controls (qc) and samples without any issues. The instrument was operational. There was no further action required by fse. A 13 month complaint history review and service history review for similar complaints on g8 instrument with serial number (B)(4). The search was conducted from 08-oct-2017 through aware date (B)(6) 2018 and did not find any similar complaints during the searched period. The g8 operator's manual under chapter 6, troubling shooting, general system failures, states the following: frequent bar code reading errors is the printing quality sufficient? Is it printed on a white label? Are you using a bar code set in the bar code parameter? Are the labels clean and unwrinkled? See "chapter 3 section 3.7: samples - bar code label confirmation". Are the samples set as the bar code labels oriented toward the bar code reader? Are the labels properly affixed? Attach the labels at least 20 mm from the bottom of primary tubes and with less than 5° of rotation. At least 5 mm of space (margin) is required to the left and right in the bar code. The most probable cause of the reported event was due to failure of the barcode reader.

Event description:
A customer reported that the barcode reader (bcr) was not reading any barcode labels during a run on the g8 instrument. The customer rebooted the instrument twice but it did not resolve the barcode read errors. The instrument was down. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.